Manufacturer narrative:
(B)(4). The set has been received however the investigation is not complete. A follow up report will be submitted once the eval has been done.

Event description:
Customer reported the connection between the stopcocks separated on the extension set. No add'l pt info was provided.